Event description:
It was reported that the fowler (backrest) may not be operating to specifications.

Manufacturer narrative:
It is not known if the initial reporter sent report to the FDA.

Manufacturer narrative:
A specific root cause could not be identified. Additional information was not provided for further investigation. The customer and the field service representative could not duplicate the issue. No adverse events were reported.

Event description:
A patient sample had an initial potassium result of 6.0 mmol/l with no data flags. This result was reported out. The sample automatically reran on the other ise module of the c501 due to data flags on the other ise tests and a result of 3.82 mmol/l was received. The potassium result was changed in their lis system with the repeated potassium result. The customer stated the problem occurred when the internal standard bottle ran out of reagent. The instrument generated two alarms when the internal standard bottle ran out of reagent. There was no known harm to the patient or changes in the patient's treatment as a result of the incident. The lot number of the potassium electrode was not provided.